Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0401 captures the reportable event of stent shaft break. Block h11: investigation analysis: upon receipt at our quality assurance laboratory, this polaris ultra ureteral stent underwent a thorough analysis. Visual analysis of the returned device identified that the stent bladder coil was detached. The positioner was also returned. The reported event of stent shaft break was not confirmed. Based on the information available and analysis results, it is possible to conclude that the issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent could get detached/separated during the preparation, affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a polaris ultra stent was to be used in a procedure. During unpacking, it was found that the stent was broken. The procedure was completed with another of the same device and there were no patient complications reported.

Event description:
It was reported that a polaris ultra stent was to be used in a procedure. During unpacking, it was found that the stent was broken. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0401 captures the reportable event of stent shaft break.